Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was not receiving adequate stimulation. The patient will undergo a revision procedure wherein the lead will be replaced. Unknown if device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the lead was replaced. No device malfunction was suspected with the leads. The patient was doing well postoperative.

Event description:
A report was received that the patient was not receiving adequate stimulation. The patient will undergo a revision procedure wherein the lead will be replaced. Unknown if device malfunction was suspected.